Event description:
The event was lasik eye surgery. The pt states that he has had unrelenting pain for months following lasik. The pt states that he has been to almost 15 drs and 40 appointments to try to figure out the cause but has not been able to. The pt cannot drive at night either and has left work because of this. He also states that he suffers from rainbow glare as a result of lasik.